Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue when she attempts to bolus because the numbers go up even without the customer pressing any buttons. Customer's blood glucose was 12.3 mmol/l at the time of the incident. Customer stated that the up arrow button resulted in an uncontrolled scrolling or ramping of the numbers. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons functioning properly. However, the insulin pump had corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.